Event description:
A non-healthcare professional reported that the thin flap, and could not to lift the flap due to larger bubbles within the corneal stroma resulting in an incomplete cut in the patient's right eye during lasik surgery.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser has regularly been serviced within the preventive maintenance program and was successfully verified after the surgery date. The review of logfile for the treatment day shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows fifteen successfully completed and two aborted treatments. The reported treatment could be identified in the logfile and was finished successfully without any breaks/interruptions/abortions or issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. Root cause for this incident is inappropriate insertion of the applanation cone (i.e., user handling). The manufacturer internal reference number is: (B)(4).